Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date, two 8mm gore® viabahn® endoprosthesis (vsx devices) were implanted in the popliteal artery during treatment of an aneurysm. On (B)(6) 2025, the patient underwent a reintervention on the previously placed distal vsx device that migrated up into the aneurysmal sac. The physician gained contralateral access an 8f cook ansel introducer sheath over an 0.035' amplatz guide wire. Reportedly, during the advancement though the extremely tortuous anatomy, the physician felt resistance and wasn't able to fully cross the lesion. However, during the removal of the delivery catheter the distal portion of the catheter detached and remained on the wire. The physician removed the sheath, wire and detached catheter in tandem. The procedure was successfully completed with additional 7mm x 25cm and 8mm x 15cm vsx devices. The patient did not experience any adverse consequences.